Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: - other damages caused by customer - outer tube damaged, needle outer tube dent(s) deep dents outer tube bent - outer tube damaged, distal tip distal tip damaged - illumination distal tip fiber damaged - particulate, optics particulate under distal lens - optical system, optical components broken lenses in optical system distal cover glass/negative damaged scratches/residue - cosmetic issue scratches/dents - engraving/identification datamatrix code level a visual : scratched/nicked, broken (2+ pieces) : chipped/shaved/delaminated, visual : deformed/bent, usage : use error/misuse, labeling : illegible etch. Per service reports, this complaint was confirmed. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the hd c-mnt scp,1.9,30,60,mitek device was bent. It was unknown when the event occurred. There were no reports of delays to a surgical procedure. During service and evaluation, it was determined that the device was broken (two+ pieces) : chipped/shaved/delaminated. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.